Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's basal setting was not adjusting the basal rate at the appropriate times. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump t:connect logs and confirmed the alleged issue.